Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device was programmed with multiple bolus deliveries and monitored; all bolus delivered completely and were properly recorded in the bolus history screen. No history anomaly noted. The device had minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, he kept changing the reservoir and the device kept alarming compromised force sensor system. Customer was doing a set change when the alarm initially occurred. Customer's blood glucose was unknown. Alarm occurred during prime/ rewind sequence. Customer was advised to program an easy bolus into the air but customer was unable to fill tubing. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.